Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the one of the button of insulin pump was laggy. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the batteries were lasting about 10 days and insulin pump had crack around battery area. The insulin pump will not be returned for analysis.